Event description:
It was reported that the infection was related to the vns implant surgery. At the initial visit on 1/19, the incision was okay, but at the appointment on (B)(6), there was skin breakdown. The patient had skin breakdown surgery with the plastic surgeon. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had device explant due to infection. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.